Event description:
It was reported that blood backs up the line of an unspecified quantity of clearlink system solution sets. The blood backflow occurs when the stopcock path to the patient is closed, and a syringe is used for draw back on the lower y-site. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.